Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the charge coupled device unit or internal circuit board of the scope connector was broken during user handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred during maintenance of the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed however, cause of the fault has not been confirmed. During the evaluation it was confirmed that the plug body was moisture free and that the likely cause may be an image board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.